Manufacturer narrative:
The customer reported that a ups failed during a generator test which caused a cns (central monitoring station) to lose power. Additionally they were unable to monitor patients. Attempts have been made to obtain more information of the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that a ups failed during a generator test which caused a cns (central monitoring station) to lose power. Additionally they were unable to monitor patients.